Event description:
Reported by the patient as: "I have a regular ap band. I was vomiting a lot. I passed out on a business trip and was taken to the ER. I was released the next morning and flew home. I ultimately had to have emergency surgery. The vomiting had caused the band to slip and had cut off my ability to absorb anything. I had CT scans and x-rays previous. I was flying 75% of my employment. The doctor was able to save the band and repositioned it. I have not had a problem and I am being watched closely by my doctor". Follow-up with the patient described the device as being effective now and the reflux and vomiting subsided and the patient's general condition, in specific, her hypertension and diabetes improved. The event could not be confirmed with the surgeon. Allergan did not received contact information for the physician from the patient.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/jun/09. The access port connector associated with this report was not explanted and therefore not returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. The reported events are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain."